Event description:
The customer reported that following a cardiac catheterization procedure in 2002, a vasoseal vhd kit size 1 was deployed. During deployment, the sheath separated from its hub. No pt complications were reported.